Event description:
See h10.

Event description:
A minor blood leak was detected from the top of the heat exchanger during the case. The unit was not changed out during bypass; bone wax was applied to the product to mitigate the leak and the case was completed with no consequence reported for the patient.

Manufacturer narrative:
H11. This event has been previously reported under manufacturer's report #2184009200500079. User facility report #2300460000-2005-8071 was received with some information reported incorrectly. The following information is correct: